Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 to address a low impedance issue on one lead which rendered the ipg unable to enter MRI mode; during surgery on (B)(6) 2025, it was noted that the lead had pulled out of the ipg. The impedances cleared by removing and reinserting the lead. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.